Event description:
Update: it is now being reported that six (6) of the originally implanted locking screws were found to be broken post-operatively. This report is 2 of 7 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that according to x-ray, nine locking screws were found broken post-operatively. The initial implant date was about one year ago. Re-operation was performed as the reported plate was not seated with the screws anymore and migrated near the joint. The reoperation was complete with removal of all the screws and re-fixation with bone prosthesis. It was reported that no excessive external stress had been applied to the affected part during rehabilitation. This report is for nine unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the investigation summary is a translated conclusion. The screw was received decontaminated in a plastic bag in a broken condition, as claimed (screwhead stuck in the plate). The marking is existing and at the correct position. A DHR-check for the screw was performed, and no discrepancies could be detected. All key parameters were evaluated, and part descriptions sub-form. All measurements fulfill the requirements. The complaint is confirmed, since the screw was broken as claimed by the customer. Based on these investigations from manufacturing point of view the complaint is rated as not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age reported as (B)(6). Date of event: unknown. This report is for nine unknown screws/unknown lots. Date of implant: unknown date; reported as about a year ago. Date of explant: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Screw explanted on an unknown date. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: september 17, 2013 - expiry date: september 1, 2023. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.